Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse arrived on site and was able to reproduce the issue. The e-100 generator was replaced. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and completed the device evaluation. The unit was returned for failure analysis, but the reported failure could not be replicated/confirmed. The unit was installed onto a printed circuit assembly (pca) test system, where it ran 10x power cycle and it sat idle for one hour. The system energizes the power with no problem. However, because the issue was an intermittent problem, the generator was recommended to be returned to the vendor to verify the led light for precaution. There was no image or video clip submitted for review. An event verification confirmed the benign hysterectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable malfunction due to the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically without the esu. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the e-100 generator led was not illuminating. It was reported that the e-100 generator's power button worked as expected but the instrument led would not light up when instrument was installed. Surgeon elected to not use the e-100 and completed the case with no patient harm. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.